Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the patient had a feeling that the membrane in the elbow of the quattro air closes in the mask and the patient could not exhale out of the elbow. It was reported the patient stopped using the product. There was no reported patient harm or a serious injury as a result of this incident.